Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a picture was received and evaluated. The visual inspection observed air in the pbp line pre pump. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m150 set c, a self-test failure alarm was generated and "lots of bubbles" was observed in the back of the pre blood pump (pbp) circuit. Reportedly the presence of thrombosis was observed in the deaeration chamber. A new treatment was initiated, with the same observations. Treatment was restarted with a new set. There was no patient injury or medical intervention associated with this event. No additional information is available.